Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of multiple failed drawer was confirmed during fse (field service engineer) testing and subsequently confirmed during the dchu inspection process. According to work order #(B)(4), the fse reported that main enhanced half height drawer 3-1 and 3-2 were not detected on bus. The fse removed and replaced both retractor bands. It passed hta. The report was closed. During dchu visual inspection: pn 353844-01 (a): the assy retractor dwr hh cubie was received with copper strands in contact with adjacent copper strands. Pn 353844-01 (b): the assy retractor dwr hh cubie was received in good condition with no visible physical damage. During dchu testing: pn 353844-01 (a): the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn 353844-01 (b): was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing. The part was mounted to dchu hta equipment and passed the functional testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint multiple failed drawer was due to a short between adjacent copper strands of the assy retractor dwr hh cubie (a) (pn 353844-01) which led to the observed thermal damage.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover, which located on (B)(6). The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.